Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported initially that customer needed immediate medical help due to high blood glucose. Customer's blood glucose was 526 mg/dl after administering 32 units of insulin by syringe. Customer's insulin pump was programmed incorrectly. The customer was advised to revert to back up plan until it's programmed correctly. Follow up was made, customer stated diabetes of america assisted her with her setting and did not have to go to the hospital. Customer stated the insulin pump is working as designed. Current blood glucose was 132 mg/dl. No further information provided.